Manufacturer narrative:
Expiration date: unknown as the serial/lot number was not provided. Unique identifier (UDI) number: a partial UDI was provided as the serial number is not available. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. Manufacture date: unknown as the serial number was not provided device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified. Manufacturing record review: a review of the records could not be performed as the product lot/serial number was not provided. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. Conclusion: based on the investigation, no product deficiency could be determined. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Doctor¿s office reported that after implanting the intraocular lens (iol) into the patient¿s eye it was noticed to be scratched. Initially, it was reported that the patient was unhappy. However, through follow-up the doctor reported the patient is currently doing well. Consequently, the explant is on hold. No further information was provided.